Event description:
A caller reported a malfunction on the pump, identified by malf 12 code. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to report back if the issue reoccurs.